Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for cancer chemotherapy indications for use. It was reported that the patient pump was implanted about a couple of months ago and the handset lagged at 90% when the patient was trying to bolus. The agent reviewed the patient data and how to delete the data. The patient did not have the handset/communicator or the patient at the time of the call. The patient representative (rep) will call back to provide serial numbers for handset/communicator and implant serial number when they are with the patient. Additional information will be provided from a patient representative stated that the patient was trying to bolus, the ptm was lagging at 90%. The agent reviewed the data and assisted the rep in deleting the data. The patient was able to connect to the pump with no lag. The patient will call back if they need further assistance.